Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and treated with unspecified antibiotics (intraperitoneal) for the event. The patient outcome was not reported. While hospitalized, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.